Event description:
It was reported that during the spinal surgery, the tip of the tool was broken. It was reported that there was no health damage to the patient. It was reported that the procedure was extended for 30 minutes and all the broken pieces were retrieved from the patient body. It was also reported that procedure was completed with back up product, and no additional was intervention performed. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
H3: no conclusion can be drawn. Device evaluation anticipated, but not yet begun. B5: three tools are used in same event, one tool was reported under 1625507-2024-00138 and other two tools are reported in current report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation determined that the burr ball tip was broken off. The suspected root cause was identified as excessive force or side load was applied to the dissecting tool, causing tool to overwork and ultimately the burr or tip to fracture off tool. If this tool was applied to other metal components, that can cause it to break off as well. It was also noted that there was excessive heat marks on distal end of tool near fracture point probably an effect from when the tool was about to break. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.